Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016, surgery to remove essure). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain, abdominal distension and weight increased outcome was unknown. The reporter considered pelvic pain, abdominal pain, abdominal distension and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was not reported. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe and chronic pelvic pain. She underwent surgery to remove essure approximately one year after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: ptc investigation result was provided. Ptc global number is (B)(4). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe and chronic pelvic pain. She underwent surgery to remove essure approximately one year after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain pelvic/ lower abdomen(pelvic) pain/ pain constant severe") and genital haemorrhage ("worsened abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 12526996/ cs000lu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included basal cell carcinoma in 2012, dysmenorrhea in december 2014, asthma, premenstrual dysphoric disorder, thyroid disorder, gerd, multi gravida (no complications), hypothyroidism (treated with thyroid hormone replacement 1 month ago.), parity 3 (31-may-2011, 12-feb-2013, 30-jul-2014) and irregular periods. Previously administered products included for birth control: birth control pill; for an unreported indication: ranitidine and pre-natal vitamins. Concurrent conditions included anxiety since 2010 and overweight. Concomitant products included medroxyprogesterone (depo provera) from 5-jan-2015 to 18-oct-2015 for birth control as well as alprazolam (xanax) since 2010, carisoprodol (soma) since 2010, diazepam (valium), ketorolac tromethamine (toradol), levothyroxine sodium (synthroid) from october 2014 to october 2015 and vicodin (lortab). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), tooth disorder ("dental problems") and abdominal pain lower ("worsened cramping"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved and the genital haemorrhage, abdominal pain, abdominal distension, weight increased, dysmenorrhoea, tooth disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had no complications at the time of essure placement/ during removal. Trailing coils reference number: left- 1, right- 3. The patient tolerated the placement procedure well. She reports minimal pain since surgery. The patient is concerned her pelvic pain was caused by her essures. In post-operative follow up, there were no signs of any damage caused by the essures. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on 4-may-2015: showed total bilateral occlusion tubes blocked pregnancy test - on 3-feb-2015: negative on 2005-2010, patient had used birth control pill on unspecified date, patient had performed pregnancy test was negative. Patient had an ultrasound showing moderate pelvic fluid but no cyst seen. On 26-mar-2016, pathology report result included right and left essure, removal: metal core wire, gross examination only. Right fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. Left fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. The specimen is received fresh labeled with the proper patient identification and "left and right essure for gross", and consists of 9.0 x 0.8 x 0.3 em aggregate of three fragments of silver metal coiled wire. Lot number: 12526996 expiration date: feb-2015 manufacturing date: apr-2012 . Lot number: cs000lu expiration date: aug-2017 manufacturing date: sep-2014 . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming fatigue, pelvic pain, mild cramping. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-may-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain pelvic/ lower abdomen(pelvic) pain/ pain constant severe") and genital haemorrhage ("worsened abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 12526996, csooolu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included basal cell carcinoma in 2012, dysmenorrhea in (B)(6) 2014, asthma, premenstrual dysphoric disorder, thyroid disorder, gerd, multi gravida (no complications), hypothyroidism (treated with thyroid hormone replacement 1 month ago.), parity 3 ((B)(6) 2011, (B)(6) 2013, (B)(6) 2014) and irregular periods. Previously administered products included for birth control: birth control pill; for an unreported indication: ranitidine and pre-natal vitamins. Concurrent conditions included anxiety since 2010 and overweight. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2015 for birth control as well as alprazolam (xanax) since 2010, carisoprodol (soma) since 2010, diazepam (valium), ketorolac tromethamine (toradol), levothyroxine sodium (synthroid) from (B)(6) 2014 to (B)(6) 2015 and vicodin (lortab). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), tooth disorder ("dental problems") and abdominal pain lower ("worsened cramping"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved and the genital haemorrhage, abdominal pain, abdominal distension, weight increased, dysmenorrhoea, tooth disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had no complications at the time of essure placement/ during removal. Trailing coils reference number: left- 1, right- 3. The patient tolerated the placement procedure well. She reports minimal pain since surgery. The patient is concerned her pelvic pain was caused by her essures. In post-operative follow up, there were no signs of any damage caused by the essures. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: showed total bilateral occlusion tubes blocked. Pregnancy test - on (B)(6) 2015: negative . On 2005-2010, patient had used birth control pill. On unspecified date, patient had performed pregnancy test was negative. Patient had an ultrasound showing moderate pelvic fluid but no cyst seen. On (B)(6) 2016, pathology report result included right and left essure, removal: metal core wire, gross examination only. Right fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. Left fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. The specimen is received fresh labeled with the proper patient identification and "left and right essure for gross", and consists of 9.0 x 0.8 x 0.3 em aggregate of three fragments of silver metal coiled wire. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming fatigue, pelvic pain, mild cramping. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical record received. Events per pfs: fatigue, abnormal bleeding/ abnormalbleeding (vaginal, menorrhagia), dysmenorrhea (cramping) 2015, dyspareunia (painful sexual intercourse) dental problems, worsened abnormal bleeding, cramping. Event updated pain pelvic/ lower abdomen (pelvic) pain. Lab data added. Medical history concurrent conditions, conbcomitant medications were added. Batch number was added. On 19-feb-2018: coding correction requested. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain/pain pelvic/ lower abdomen(pelvic) pain/ pain constant severe') and device breakage ('aggregate of three fragments of silver metal coiled wire') in a 32-year-old female patient who had essure (batch no. 12526996/ cs000lu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea in (B)(6)2014, basal cell carcinoma in 2012, asthma, premenstrual dysphoric disorder, thyroid disorder, gerd, multi gravida (no complications), hypothyroidism (treated with thyroid hormone replacement 1 month ago.), parity 3 (B)(6)2011, (B)(6)2013, (B)(6)2014) and irregular periods. On 2005-2010, patient had used birth control pill on unspecified date, patient had performed pregnancy test was negative. Patient had an ultrasound showing moderate pelvic fluid but no cyst seen. Previously administered products included for birth control: birth control pill; for an unreported indication: ranitidine and pre-natal vitamins. Concurrent conditions included anxiety since 2010 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2015 to (B)(6)2015 for birth control as well as alprazolam (xanax) since 2010, carisoprodol (soma) since 2010, diazepam (valium), hydrocodone bitartrate;paracetamol (lortab), ketorolac tromethamine (toradol) and levothyroxine sodium (synthroid) from (B)(6)2014 to (B)(6)2015. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("worsened abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/weight lost 20-25lbs in year feel way better/226 weight"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), tooth disorder ("dental problems"), abdominal pain lower ("worsened cramping"), cyst ("cyst"), adnexa uteri pain ("stabbing pain in circled location") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved, the genital haemorrhage, abdominal pain, abdominal distension, dysmenorrhoea, tooth disorder, abdominal pain lower, cyst, adnexa uteri pain and alopecia outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, cyst, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had no complications at the time of essure placement/ during removal. Trailing coils reference number: left- 1, right- 3. The patient tolerated the placement procedure well. She reports minimal pain since surgery. The patient is concerned her pelvic pain was caused by her essures. In post-operative follow up, there were no signs of any damage caused by the essures. Weight lost 20-25lbs in year feel way better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: showed total bilateral occlusion tubes blocked. Pregnancy test - on (B)(6)2015: results: negative; on (B)(6)2016: pathology report result included right and left essure, removal: metal core wire, gross examination only. Right fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. Left fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. The specimen is received fresh labeled with the proper patient identification and "left and right essure for gross", and consists of 9.0 x 0.8 x 0.3 em aggregate of three fragments of silver metal coiled wire.. Lot number: 12526996 expiration date: feb-2015 manufacturing date: apr-2012. Lot number: cs000lu expiration date: aug-2017 manufacturing date: sep-2014. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming fatigue, pelvic pain, mild cramping. Concerning the injuries reported in this case the following were reported via social media- alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event hair loss was added. On 29-may-2020: social media content received. Reporter added. No new clinical information was received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain/pain pelvic/ lower abdomen(pelvic) pain/ pain constant severe') in a 32-year-old female patient who had essure (batch no. 12526996/ cs000lu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea in (B)(6) 2014, basal cell carcinoma in 2012, asthma, premenstrual dysphoric disorder, thyroid disorder, gerd, multi gravida (no complications), hypothyroidism (treated with thyroid hormone replacement 1 month ago.), parity 3 ((B)(6) 2011, (B)(6) 2013, (B)(6) 2014) and irregular periods. On 2005-2010, patient had used birth control pill. On unspecified date, patient had performed pregnancy test was negative. Patient had an ultrasound showing moderate pelvic fluid but no cyst seen. Previously administered products included for birth control: birth control pill; for an unreported indication: ranitidine and pre-natal vitamins. Concurrent conditions included anxiety since 2010 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 for birth control as well as alprazolam (xanax) since 2010, carisoprodol (soma) since 2010, diazepam (valium), hydrocodone bitartrate; paracetamol (lortab), ketorolac tromethamine (toradol) and levothyroxine sodium (synthroid) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("worsened abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/weight lost 20-25lbs in year feel way better/226 weight"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), tooth disorder ("dental problems"), abdominal pain lower ("worsened cramping"), cyst ("cyst") and adnexa uteri pain ("stabbing pain in circled location"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved, the genital haemorrhage, abdominal pain, abdominal distension, dysmenorrhoea, tooth disorder, abdominal pain lower, cyst and adnexa uteri pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had no complications at the time of essure placement/ during removal. Trailing coils reference number: left- 1, right- 3. The patient tolerated the placement procedure well. She reports minimal pain since surgery. The patient is concerned her pelvic pain was caused by her essures. In post-operative follow up, there were no signs of any damage caused by the essures. Weight lost 20-25lbs in year feel way better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: showed total bilateral occlusion tubes blocked. Pregnancy test - on (B)(6) 2015: results: negative; on (B)(6) 2016: pathology report result included right and left essure, removal: metal core wire, gross examination only. Right fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. Left fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. The specimen is received fresh labeled with the proper patient identification and "left and right essure for gross", and consists of 9.0 x 0.8 x 0.3 em aggregate of three fragments of silver metal coiled wire. Lot number: 12526996, expiration date: feb-2015, manufacturing date: apr-2012. Lot number: cs000lu, expiration date: aug-2017, manufacturing date: sep-2014. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming fatigue, pelvic pain, mild cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: event 'stabbing pain in circled location' added. And reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain/pain pelvic/ lower abdomen(pelvic) pain/ pain constant severe') in a 32-year-old female patient who had essure (batch no. 12526996/ cs000lu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea in (B)(6) 2014, basal cell carcinoma in 2012, asthma, premenstrual dysphoric disorder, thyroid disorder, gerd, multi gravida (no complications), hypothyroidism (treated with thyroid hormone replacement 1 month ago.), parity 3 ((B)(6) 2011, (B)(6) -2013, (B)(6) 2014) and irregular periods. On 2005-2010, patient had used birth control pill on unspecified date, patient had performed pregnancy test was negative. Patient had an ultrasound showing moderate pelvic fluid but no cyst seen. Previously administered products included for birth control: birth control pill; for an unreported indication: ranitidine and pre-natal vitamins. Concurrent conditions included anxiety since 2010 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 for birth control as well as alprazolam (xanax) since 2010, carisoprodol (soma) since 2010, diazepam (valium), hydrocodone bitartrate;paracetamol (lortab), ketorolac tromethamine (toradol) and levothyroxine sodium (synthroid) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("worsened abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/weight lost 20-25lbs in year feel way better"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), tooth disorder ("dental problems"), abdominal pain lower ("worsened cramping") and cyst ("cyst"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved, the genital haemorrhage, abdominal pain, abdominal distension, dysmenorrhoea, tooth disorder, abdominal pain lower and cyst outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had no complications at the time of essure placement/ during removal. Trailing coils reference number: left- 1, right- 3. The patient tolerated the placement procedure well. She reports minimal pain since surgery. The patient is concerned her pelvic pain was caused by her essures. In post-operative follow up, there were no signs of any damage caused by the essures. Weight lost 20-25lbs in year feel way better diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2015: results: showed total bilateral occlusion tubes blocked. Pregnancy test - on (B)(6) 2015: results: negative; on (B)(6) 2016: pathology report result included right and left essure, removal: metal core wire, gross examination only. Right fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. Left fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. The specimen is received fresh labeled with the proper patient identification and "left and right essure for gross", and consists of 9.0 x 0.8 x 0.3 em aggregate of three fragments of silver metal coiled wire.. Lot number: 12526996 expiration date: feb-2015 manufacturing date: apr-2012 lot number: cs000lu expiration date: aug-2017 manufacturing date: sep-2014 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming fatigue, pelvic pain, mild cramping. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: new event cyst added. On 23-mar-2020: processed with follow up 9 we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain/pain pelvic/ lower abdomen(pelvic) pain/ pain constant severe') in a 32-year-old female patient who had essure (batch no. 12526996/ cs000lu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea in (B)(6) 2014, basal cell carcinoma in 2012, asthma, premenstrual dysphoric disorder, thyroid disorder, gerd, multi gravida (no complications), hypothyroidism (treated with thyroid hormone replacement 1 month ago.), parity 3 ((B)(6) 2011, (B)(6) 2013, (B)(6) 2014) and irregular periods. On 2005-2010, patient had used birth control pill on unspecified date, patient had performed pregnancy test was negative. Patient had an ultrasound showing moderate pelvic fluid but no cyst seen. Previously administered products included for birth control: birth control pill; for an unreported indication: ranitidine and pre-natal vitamins. Concurrent conditions included anxiety since 2010 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from 5-jan-2015 to 18-oct-2015 for birth control as well as alprazolam (xanax) since 2010, carisoprodol (soma) since 2010, diazepam (valium), hydrocodone bitartrate;paracetamol (lortab), ketorolac tromethamine (toradol) and levothyroxine sodium (synthroid) from october 2014 to october 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("worsened abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/weight lost 20-25lbs in year feel way better"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), tooth disorder ("dental problems") and abdominal pain lower ("worsened cramping"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved, the genital haemorrhage, abdominal pain, abdominal distension, dysmenorrhoea, tooth disorder and abdominal pain lower outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had no complications at the time of essure placement/ during removal. Trailing coils reference number: left- 1, right- 3. The patient tolerated the placement procedure well. She reports minimal pain since surgery. The patient is concerned her pelvic pain was caused by her essures. In post-operative follow up, there were no signs of any damage caused by the essures. Weight lost 20-25lbs in year feel way better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: showed total bilateral occlusion tubes blocked. Pregnancy test - on (B)(6) 2015: results: negative; on (B)(6) 2016: pathology report result included right and left essure, removal: metal core wire, gross examination only. Right fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. Left fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. The specimen is received fresh labeled with the proper patient identification and "left and right essure for gross", and consists of 9.0 x 0.8 x 0.3 em aggregate of three fragments of silver metal coiled wire.. Lot number: 12526996. Expiration date: feb-2015. Manufacturing date: apr-2012. Lot number: cs000lu. Expiration date: aug-2017. Manufacturing date: sep-2014. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming fatigue, pelvic pain, mild cramping. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event outcome added- weight gain was resolving. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain/pain pelvic/ lower abdomen(pelvic) pain/ pain constant severe') and device breakage ('aggregate of three fragments of silver metal coiled wire') in a 32-year-old female patient who had essure (batch no. 12526996/ cs000lu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea in december 2014, basal cell carcinoma in 2012, asthma, premenstrual dysphoric disorder, thyroid disorder, gerd, multi gravida (no complications), hypothyroidism (treated with thyroid hormone replacement 1 month ago.), parity 3 (B)(6)2011, (B)(6)2013, (B)(6)2014) and irregular periods. On 2005-2010, patient had used birth control pill on unspecified date, patient had performed pregnancy test was negative. Patient had an ultrasound showing moderate pelvic fluid but no cyst seen. Previously administered products included for birth control: birth control pill; for an unreported indication: ranitidine and pre-natal vitamins. Concurrent conditions included anxiety since 2010 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2015 to (B)(6)2015 for birth control as well as alprazolam (xanax) since 2010, carisoprodol (soma) since 2010, diazepam (valium), hydrocodone bitartrate;paracetamol (lortab), ketorolac tromethamine (toradol) and levothyroxine sodium (synthroid) from (B)(6)2014 to (B)(6)2015. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("worsened abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/weight lost 20-25lbs in year feel way better/226 weight"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), tooth disorder ("dental problems"), abdominal pain lower ("worsened cramping"), cyst ("cyst") and adnexa uteri pain ("stabbing pain in circled location"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved, the genital haemorrhage, abdominal pain, abdominal distension, dysmenorrhoea, tooth disorder, abdominal pain lower, cyst and adnexa uteri pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, cyst, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had no complications at the time of essure placement/ during removal. Trailing coils reference number: left- 1, right- 3. The patient tolerated the placement procedure well. She reports minimal pain since surgery. The patient is concerned her pelvic pain was caused by her essures. In post-operative follow up, there were no signs of any damage caused by the essures. Weight lost 20-25lbs in year feel way better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: showed total bilateral occlusion tubes blocked. Pregnancy test - on (B)(6)2015: results: negative; on (B)(6)2016: pathology report result included right and left essure, removal: metal core wire, gross examination only. Right fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. Left fallopian tube, bilateral salpingectomy: complete cross section of benign fallopian tube with multiple benign para tubal cysts. The specimen is received fresh labeled with the proper patient identification and "left and right essure for gross", and consists of 9.0 x 0.8 x 0.3 em aggregate of three fragments of silver metal coiled wire.. Lot number: 12526996 expiration date: feb-2015 manufacturing date: apr-2012. Lot number: cs000lu expiration date: aug-2017 manufacturing date: sep-2014. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming fatigue, pelvic pain, mild cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: update of quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.